Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Event description:
New information received noted the patient was stable throughout.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(4) 2017.

Event description:
New information received noted remote and inductive transmitters were unable to communicate with the patient's implantable cardioverter defibrillator on (B)(6) and (B)(6), 2019. The patient presented in clinic (B)(6) 2019 and the device was unable to be interrogated. Premature battery depletion was suspected. The patient's device was explanted and replaced on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Communication failure was also observed during analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.